Manufacturer narrative:
The insulin pump alarmed with a motor error during the basic occlusion test due to faulty force sensor resistor (gold. The compromised force sensor system error alarm could not be verified due to the motor error alarm. The motor passed the motor test. The following physical damage was noted: minor scratches on the lcd window, scratched case, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked casing at the reservoir tube window corner, and a stained end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process; insulin had squirted out of the tubing. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The drive support cap appeared normal. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.